Manufacturer narrative:
This case did not involve a product malfunction. Since the medical event was related to a use error, no investigation of the product is required. This is a final report. Note: the device manufacture date is unknown.

Event description:
A customer reported getting an error-6 message on their precision xtra meter due to using expired test strips and as a result of being unable to test, experiencing a hypoglycemic episode with subsequent loss of consciousness. The customer also stated he tripped over a nightstand and fractured 2 ribs on his right side. The customer reportedly self-presented at a health care facility where he was diagnosed with hypoglycemia and treated with intravenous infusion, glucose and "hydrated. " there was no report of death or permanent impairment associated with this medical event.